Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for one 33-year-old female patient. (B)(6)2024 sid (B)(6)initial magnesium result >3.9 mmol/l, repeated on (B)(6)2024 0.89 mmol/l (normal range 0.66-1.07 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the alnty c rgt pr tb and cleaning the nozzle c4 #1, #4, #5 (rohs). No additional discrepant magnesium result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6)revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the alnty c rgt pr tb and the nozzle c4 #1, #4, #5 (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for one 33-year-old female patient. (B)(6) 2024 sid (B)(6) initial magnesium result >3.9 mmol/l, repeated on (B)(6) 2024 0.89 mmol/l (normal range 0.66-1.07 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.